Event description:
A customer reported receiving imprecise readings on their precision xtra/optium blood glucose meter. The customer reported obtaining the readings of 500 mg/dl, 80 mg/dl and 130 mg/dl within a ten min timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention reported and no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.